Event description:
Home pt (hp) reports calling baxter's technical service center for assistance during drain 3/6 of apd treatment noting that they were receiving a low drain volume alarm. While tech was assisting hp in clearing alarm, it was noted that hp has disconnected the pt line of the homechoice set from their transfer set inappropriately. Hp was brand new to dialysis and verbalized confusion with therapy set up. Hp was assisted in ending treatment and advised to contact their rn. Follow-up with rn indicated no pt injury or medical intervention required as a result of incident.